Event description:
A customer from (B)(6) received a blood glucose reading of approximately 200mg/dl on the breeze2 meter, was retested on the doctor's meter and the reading was 40mg/dl. The customer did not mention having hypoglycemic symptoms and did not provide information regarding any treatment. The customer is expected to return the test strips for evaluation. Replacement product was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.